Event description:
The customer reported they were getting an error message "collimator calibration required press any key". Also the fluoro x-ray was exposed but the collimator blade moved to shut a little.

Manufacturer narrative:
The ge service rep checked the fluoro functions pcb, and changed the parts. He adjusted the system. The system functions as intended.